Event description:
The user facility reported that during a patient procedure, the doctor observed a needle being used through the biopsy channel of their recently repaired olympus ebus bronchoscope extending farther than expected and found the length of the scope to be shorter than it should have been. There was a delay to the procedure of unspecified length while the doctor tried different needles before switching out the scope. The procedure was successfully completed with the replacement scope. No report of injury.

Manufacturer narrative:
The device was returned to steris, and upon evaluation it was found that the insertion tube on the device was too short. Repair records indicate the insertion tube had been replaced during the previous repair. The device usage counter shows the device was used one time since the previous repair. The lab determined that the stockroom technician had issued the incorrect insertion tube during the previous repair in error. Retraining was provided to the stockroom technician on the process and procedures for the issuance of components to repair orders. A review of complaints from the last year indicates this was an isolated event. The repaired device passed outgoing qc inspection and was returned to the user facility.